Event description:
It was reported that the ilet¿s display assembly separated while the user was holding the device, with the screen bezel opening and the user securing the unit with a rubber band; the device continued to function and had been synced, and the user denied any drops, impacts, or sitting on the device, expressing concern about insufficient adhesive or sealant, consistent with a device bonding issue involving the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photos. Investigation of this case revealed a stress-related problem and a loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device will be returned.

Manufacturer narrative:
Initial.